Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed a power loss. The battery went dead. The customer's blood glucose level during the incident was unknown. It was noted that the insulin pump was off for hours and when they checked the customer's blood glucose in the morning it was 452 mg/dl. They were explained that it was normal insulin pump behavior. They were advised to monitor the insulin pump. The device will not return for analysis.